Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on bending section cover had a chip and the connecting tube had a dent. Due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to a dent on channel tube, the forceps cannot be inserted smoothly. Due to damage on charged coupled device unit, foggy image occurred. The control unit was sticky due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the uretero-videoscope exhibited foreign material exited the channel tube due to insufficient cleaning. There were no reports of patient involvement.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by following the instructions for use which state: - IFU states that detection method in urf-v2 operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in reprocessing urf-v2 manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.